Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), menorrhagia ("heavy periods"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness, menorrhagia, abdominal pain, amnesia, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, dizziness, fatigue, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz and depoprovera. Concurrent conditions included morbid obesity, blood in stool, anxious mood, depression and irregular menstruation. Concomitant products included alprazolam (xanax), catarrh (benadryl allergy & sinus), cilest (ortho-tri-cyclen 21), clonazepam, clotrimazole, cortisone, gold bond, nifedipine (procardia), paroxetine hydrochloride (paxil), phentermine, sertraline (zoloft) and terbinafine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods/menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes") and weight increased ("weight gain"). In 2014, 3 years 9 months after insertion of essure, the patient experienced migraine ("migraines"). In 2014, the patient experienced headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced nausea ("nausea,"). On an unknown date, the patient experienced dizziness ("dizziness"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, nausea, dyspareunia and vaginal discharge had resolved, the dizziness, abdominal pain, amnesia, fatigue, allergy to metals, headache, dysmenorrhoea and weight increased outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. On (B)(6) 2013, patient has not done hsg yet. The essure device was introduced into the right ostia without any difficulty with three coils left outside and then another essure device was introduced into the left ostia without difficulty and three coils were see outside diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal spotting most recent follow-up information incorporated above includes: on 13-jun-2018: reporters information added. Events:abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: rashes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss.concomitant disease, conomitant drugs , historical drugs, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: yaz and depoprovera. Concurrent conditions included obesity, blood in stool, anxious mood, depression, irregular menstruation, incontinence of urine and chronic cervicitis. Concomitant products included alprazolam (xanax), clonazepam, clotrimazole, cortisone, diphenhydramine hydrochloride, ethinylestradiol;norgestimate (ortho-tri-cyclen 21), menthol;zinc oxide (gold bond), nifedipine (procardia), paroxetine hydrochloride (paxil), phentermine, sertraline hydrochloride (zoloft) and terbinafine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods/menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced rash ("rashes / rashes on torso & arms"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines"), 3 years 9 months after insertion of essure. In (B)(6) 2014, the patient experienced headache ("headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea,"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dizziness ("dizziness"), abdominal pain ("abdominal pain"), amnesia ("memory loss") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, fatigue, vaginal haemorrhage, rash, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia had resolved, the dizziness, abdominal pain, amnesia, allergy to metals and headache outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. On (B)(6) 2013, patient has not done hsg yet. The essure device was introduced into the right ostia without any difficulty with three coils left outside and then another essure device was introduced into the left ostia without difficulty and three coils were see outside diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal spotting. Most recent follow-up information incorporated above includes: on 7-dec-2018: previously reported events- "dysmenorrhea (cramping), fatigue, hair loss" outcome updated to "recovered / resolved", and event "weight gain" outcome updated to " recovering / resolving" from pfs. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for birth control: yaz and depoprovera. Concurrent conditions included obesity, blood in stool, anxious mood, depression, irregular menstruation, incontinence of urine and chronic cervicitis. Concomitant products included alprazolam (xanax), cilest (ortho-tri-cyclen 21), clonazepam, clotrimazole, cortisone, diphenhydramine hydrochloride (benadryl), gold bond, nifedipine (procardia), paroxetine hydrochloride (paxil), phentermine, sertraline (zoloft) and terbinafine. On (B)(6), 2012, the patient had essure inserted. In (B)(6),2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods/menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In february 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2013, the patient experienced weight increased ("weight gain"). In july 2013, the patient experienced rash ("rashes / rashes on torso & arms"). In february 2014, the patient experienced alopecia ("hair loss"). In (B)(6),2014, 3 years 9 months after insertion of essure, the patient experienced migraine ("migraines"). In june 2014, the patient experienced headache ("headaches"). In march 2015, the patient experienced nausea ("nausea,"). On (B)(6), 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced dizziness ("dizziness"), abdominal pain ("abdominal pain"), amnesia ("memory loss") and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6), 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, rash, migraine, nausea, dyspareunia and vaginal discharge had resolved, the dizziness, abdominal pain, amnesia, fatigue, allergy to metals, headache, dysmenorrhoea and weight increased outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 213 lbs. On (B)(6),2013, patient has not done hsg yet. The essure device was introduced into the right ostia without any difficulty with three coils left outside and then another essure device was introduced into the left ostia without difficulty and three coils were see outside diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Pregnancy test - on (B)(6), 2013: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal spotting most recent follow-up information incorporated above includes: on (B)(6),2018: event "she did not undergo essure confirmation test", concomittant condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.